Event description:
(B)(4). Event occurred in (B)(6). The patient reported that infusion set on several occasions have detached from the tubing and few times, it came out of the body. No further information available.